Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced elevated blood glucose with a high of 330 mg/dl that persisted after dinner announcement. The device generated an insulin low alert but no cgm alerts. The user was unable to verify glucose with a meter, test for ketones, or use backup therapy at the time. A coworker and the user¿s sister were on standby in case assistance was needed. He highest recorded blood glucose was 342mg/dl. No symptoms were reported. The agent advised a full supply change, which the user completed later that evening after returning home. During follow-up, blood glucose had decreased to 296 mg/dl, and by the end of the supply change was down to 273 mg/dl and trending lower. The event lasted over 90 minutes but was corrected without medical intervention.